Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31771205l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4) .

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and it was not possible to flush the catheter during the procedure. During use of the pentaray nav, it was not possible to flush the catheter on high or low flow with the pump or manually. They had a high pressure error via infusomat pump (b.braun). The correct catheter settings had been selected on the generator. The catheter was exchanged to resolve the issue. There was no patient consequence.